Event description:
It was reported that during preparation for an unspecified procedure, the grommet was unable to be fixed in place and the physician was unable to mark the needle entry depth. The device did not come in contact with the patient and no patient injury occurred.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).